Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow block alarm at the cannula. The blood glucose level of the patient was high. No further information was available..